Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: -h3 -h4 -h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction [b30 error] would likely be that communication abnormality with the scope occurred and b30 was displayed due to failure of the socket, and for the malfunction [the front power button is damaged] would be that the front power button was damaged due to failure of the old power switch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the front power button of the xenon light source was damaged and did not pop back when pushed. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.